Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that patient was going into surgery to replace the pump but the healthcare professional (hcp) ended up removing it. The hcp removed the pump because there was a 'massive infection' and the catheter was 'busted in half'. The pump was sent to infectious disease to determine the strain of the infection. Patient was on IV antibiotics. Patient's refill date was (B)(6) 2019 and she missed it. She went to the hcp's office on (B)(6) 2019 and the different hcp told her that the alarm was turned off. The hcp turned the alarm back on. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-aug-2020, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 09-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving prialt (unknown concentration and dose) via an implantable pump. Indication for use was failed back surgery syndrome and spinal pain. The date of the event was approximately (B)(6) 2019. It was reported the patient was having a problem with the pump because the pump flipped on "(B)(6)". The pump flipped one way and then flipped back the other way on (B)(6) 2019. The pump was supposed to be refilled on (B)(6) 2019 but that was not possible because of the flipped pump. The pump was not alarming, and the patient was ¿surprised¿ because she was past her alarm date of (B)(6) 2019. On (B)(6) 2019 the patient started to feel a burning sensation at the catheter site. The patient considered going to the emergency room tomorrow ((B)(6) 2019). The patient¿s pain management doctor was an hour away and she had tried but was unable to follow up with the doctor. The patient was seeking a new managing physician. No further complications were reported.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type:catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that flipping the pump manually did not work and surgery was planned for (B)(6) 2019. It was noted that the pump had flipped multiple times and the first revision surgery took place in (B)(6). It was reported that the alarm date was changed by the managing healthcare provider so the pump did not alarm when it was expected; it was noted that the pump did alarm when it was totally empty. It was reported that the pump only dealt with the pain of where it was placed and that it needed an alarm if it is leaking medication. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# serial# (B)(4), implanted: (B)(6) 2018, product type catheter product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indication the pump was removed and due to infection in the pump pocket a new device was not placed. It was reported that the patient spend a week in the hospital fighting the infection. No further complications have been reported. .